Manufacturer narrative:
We could not confirm customer¿s complaint of the device powering off during infusion while connected to ac power. Plugged the device into ac power. The ac power led light illuminates when plugged in. Device powers on correctly in ac and dc power modes. Left device connected to ac power and removed the battery. Programmed the device to run a stress test on ac power. Programmed the device to run at a rate of 300 ml/hr. For a duration of 24 hours. Protocol start time (B)(6) 2024 @ 4:00 pm. Protocol stop time (B)(6) 2024 @ 4:00 pm. Device passed the protocol with line a vtbi complete. Device did not experience any shutdowns during this test. Device is functioning per design. Probable cause was not found. Reinstalled the battery and charge the battery for a minimum of 8 hours. Battery recharge start time. (B)(6) 2024 @ 2:00 pm. Updated on (B)(6) 2024. Battery recharge start time. (B)(6) 2024 @ 2:00 pm. Battery recharge stop time (B)(6) 2024 @ 11:30 pm. Performed battery operational checkout. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours on dc power only. Battery operational start time (B)(6) 2024 @ 11:50 pm. Device alarmed with low battery alarm n58 on (B)(6) 2024 @ 4:22 am total run time of 4 hours and 32 minutes. Device than alarmed with depleted battery n252 on (B)(6) 2024 @ 6:33 am total run time of 6 hours and 43 minutes. Device failed the battery operational checkout. Replaced the battery and recharged the battery for a minimum of 8 hours. Re-ran the battery operational checkout. Device passed the battery operational checkout with new ICU medical csb battery installed. Probable cause is the incorrect battery was installed. Updated on 12/14/2024 attaching r&d analysis summary. Full r&d analysis report will be attached to twd. Engineering summarizes findings: the pump¿s infusion from (on aug 27th to aug 29th) delivered accurately and we got vtbi completed alarm. During this infusion, the pump was switched to battery and the battery discharged at normal rates (taking over 4 ½ hours to discharge from level 4 to level 2). Also, the battery began discharged from level 2 to 1 in 1 hour and level 1 to level 0 in more than 1 hour. After this the device was not used and sent to service center. Engineering analyzed the logs going back in time to investigate whether there may have been any issue in battery drain but found that the battery discharge was normal. Engineering evaluates that the battery drainage from level 4 to level 0 took more than approximately 6 hours which is a normal drain time for an infusion pump. According to system operating manual document, the typical battery operating time with a new and fully charged battery is 7 hours when infusing at 25 ml/hr., and 4 hours at 999 ml/hr. Depleted battery alarm: according to the system operating manual document, n252-depleted battery alarm occurs when the infuser is running on battery power and the battery voltage drops below depleted voltage limit (5.45v) for 3 times consecutively, this is a high priority alarm which stops the infusion and prepares the pump for shutdown if not plugged into ac within 3 minutes after it is triggered. The clear condition is to connect the device to ac power source. Apart from this the infusions were working as expected and we got vtbi completed alarm. To conclude: engineering concludes that the customer¿s complaint of the pump shutting down while on ac could not be confirmed as the battery drained from level 4 to level 0 in approximately 6 hours which is the normal time taken for a pump to discharge power when connected to battery and infusing. Apart from this, the device was working properly, and infusions were delivered as expected. Correction h7: update to blank. This complaint is not associated with the recall as the battery involved was a non-ICU battery.

Event description:
The event involved a plum 360¿ infuser. The reporter stated that the device shut off while plugged in to ac. The device was infusing at the time of shut down. There was patient involvement, but no adverse event was reported.

Manufacturer narrative:
Recall number z-2430-2023. The device was received for evaluation. The investigation is pending.